Manufacturer narrative:
(B)(4). Batch number: r57j9c. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with two cartridges reloads present. The cartridge (b) was returned fully fired. The cartridge (c) was returned partially fired 1/10. The returned device and cartridge reload (c) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What vessel was device fired on when surgeon experience issue? Does the surgeon routinely wait 15 seconds prior to firing? Were there any issues with staple formation throughout care of patient? How was the bleeding addressed? During 2nd firing, what anatomical structure was device fired on? What is the surgeon¿s experience using device? Was the device difficult to close or fire? Were any unusual sounds noted? During 2nd firing, was there crossing of previous staple lines or clip? What troubleshooting steps were taken to open device? What is the current patient status?

Event description:
It was reported that there was oozing blood and could not return blade. During the right hemi hepatectomy, after fired with ecr45w on the 1st firing, found the vessel was oozing blood. Used another ecr45w, after fired, found could not return the blade. Used another gun and cartridge to cut the vessel and took out the device, the patient lost about 1500cc with blood transfusion. The patient is stable and left from the hospital.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: what vessel was device fired on when surgeon experience issue? Unknown does the surgeon routinely wait 15 seconds prior to firing? Unknown. Were there any issues with staple formation throughout care of patient? No. How was the bleeding addressed? Homelock and suture. During 2nd firing, what anatomical structure was device fired on? Vessel. What is the surgeon¿s experience using device? Experienced. Was the device difficult to close or fire? No. Were any unusual sounds noted? No. During 2nd firing, was there crossing of previous staple lines or clip? No. What troubleshooting steps were taken to open device? Follow up IFU. What is the current patient status? Stable and in hospital now.